Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was explanted per the patient's discretion (e.g., device at eri, patient has not required therapy and ejectrion fraction was normal). Upon removal of the ICD, the header became detached from the casing. The field representative noted that the physician did not forcefully tug on the device, although the implant was sub-muscular and the patient is young and active. The field representative also noted some forcep scratches on the device casing, although the physician confirmed he did not use remarkable force. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. X-ray analysis confirmed the feedthru wires were intact and the device passed testing verifying the performance of pacing, sensing and shocking functions. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.